Event description:
It was reported that the iab was inserted and the balloon would not inflate. As a result, the iab was removed and a third iab was inserted without any further difficulties. There were no reported pt complications. Refer to 1219856-2006-00236 for first incident involving same pt.

Manufacturer narrative:
Follow up report will be filed when evaluation is complete.